Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced stomach pulsing and started hurting. The patient presented to the clinic and the physician decided to replace it. No additional adverse patient effects were reported.